Manufacturer narrative:
H11: the catalog number identified in section d4 has not been cleared in the us but is similar to the hickman cv catheter, dual-lumen, 7f products that are cleared in the us. The pro code and 510 k number for the hickman cv catheter, dual-lumen, 7f products are identified in d2 and g4. Manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: two photos and one partially unsealed 7fr hickman d/l catheter kit was returned for evaluation. The photo shows a partial view of the kit where the seal is noted to be partially peeled back from the product tray. Visual evaluation was performed on the returned device. The front tyvek label appeared to be partially peeled back from the product tray. The tyvek label on the inner product tray appeared to be pressed into the outer product tray seal. The manufacturing evaluation site states it was confirmed that the condition reported was originated at the manufacturing area during the packaging process. Therefore, the investigation is confirmed for the reported unsealed device packaging issues. The root cause was determined to be manufacturing related. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. G3, h6 (component, method, result, conclusion). Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient prepped for a chronic catheter placement procedure using hickman d/l catheters. During the preparation of procedure, the device was improperly sealed and unsterile. The procedure was completed using another device. There was no patient contact.

Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the hickman cv catheter, dual-lumen, 7f products that are cleared in the us. The pro code and 510 k number for the hickman cv catheter, dual-lumen, 7f products are identified in d2 and g4. H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. However, photos/images/videos were provided for review. The investigation of the reported event is currently underway. H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent a chronic catheter placement procedure using hickman d/l catheters. During the preparation of procedure, the device was improperly sealed and unsterile. The procedure was completed using another device. There was no patient contact.